Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
Procedure: acl. Eye drill pin broke off in the patient, this could not be recovered and was left insitu. Action taken; surgeon attempted to remove broken tip but was unsuccessful in retrieving the tip. No delay to surgery. No ae to patient. This case is not being reported by the customer, but (B)(6). All available information has been provided as part of this report; no further information will be forthcoming. Additional information received via email from the affiliate on (B)(6) 2017. The drill tip passing pin was being used in the femoral tunnel. This was not located and therefore could have potentially been suctioned out or left in situ. Patient was not experiencing any pain or irritation. Additional information received via email from the affiliate on (B)(6) 2017. When asked, the product specialist advised that no follow up x-ray was done on the patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).